Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) had a battery failure and the side fuse was damaged. The issue was discovered during non-patient use.

Manufacturer narrative:
The investigation into the aic - battery failure (red alarm) issue has been completed since the original report was filed. The console was returned and tested after arriving in fs. It was discovered that the console would not boot up even when connected to ac power. The power supply unit was found to be defective. The cause of the aic issue was a defective power supply.